Manufacturer narrative:
(B)(4). Unit had cracked case battery side and cracked battery tube threads. Unit passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. Pump error 63 (variable 3) alarmed during self test and pump trace download confirmed pump error 63 (variable 3) due to broken trace at u1 pin6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the belt clip rail was broken. The customer¿s blood glucose level was 100 mg/dl. Troubleshooting was performed for damage. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.